Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue. Analysis found that the reported behavior described is the intended behavior of the software. Software is functioning as designed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The manufacturer representative went to the site to test the navigation system. The reported issue was confirmed and parts were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a catheter placement. It was reported that when trying to realign the registration using checkpoints the system kept bonking when trying to touch the 1st point. The manufacturer representative had selected point 1 and all instruments were navigating. The site was using bone fiducials. The health care professional decided to re-register the patient as checkpoints were not working. Archives review showed no checkpoints were saved on the archive. Technical services was able to store and realign to checkpoints without issue. There was a 10 minute delay in the procedure. No impact on patient outcome.